Manufacturer narrative:
Updated fields:b4,d9,e1(initial reporter)(event site mail),g3,g6,h2,h3,h11.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) display image was distorted when powered on. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.